Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hd (hemodialysis) treatment, the catheter cracked. It was stated that a crack of less than 2mm was noted in the lumen between the hub and the ports (clear part under the clamps) and caused leaks of blood during flushing. In order to resolve the issue, a new catheter was used. It was also stated that chlorhexadine with alcohol swabs was the cleaning solution used on the catheter and no ointment was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hd (hemodialysis) treatment, the catheter had a crack. It was stated that a crack of less than 2mm was noted in the lumen between the hub and the ports (clear part under the clamps) and caused leaking of blood during flushing, and there was blood loss of 1-2ml and no transfusion was required. It was reported that the clamps are usually moved to a new location after each treatment. The catheter has been in place for 5 days. In order to resolve the issue, a new catheter was used. It was also stated that chlorhexadine with alcohol swabs was the cleaning solution used on the catheter and no ointment was used. There was no reported patient injury.